Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Additional information was received from the customer. Correction is also being made for event date. Due diligence was executed for this event. The event was not during procedure. There were no other concomitant device involved. Event date is (B)(6) 2021. The device history record review confirmed that device has no abnormalities, in manufacturing, special adoption, or unevenness. Considering the manufacturing year of the device, there is a possibility of peeling off of the forceps cover glue due to aging; there is also a possibility that the issue occurred due to external force such as strong rubbing on the part in normal use including the reprocessing. The instructions for use includes the following statements: inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Manufacturer narrative:
Additional information has been received for the facility reprocessing steps. This supplemental report is being submitted to provide this information. An air water channel cleaning adapter is not being used for pre-cleaning. An in-service was scheduled for (B)(6) 2021, and (B)(6) 2021, specifically for this device by the facility personnel. A general in-service was performed four years ago by an olympus personnel. The facility uses darodor solution (detergent and disinfectant). It is not known how often the minimum effective concentration is being checked. The facility does not have an automatic endoscopy reprocessor (aer). The endoscope channel is being brushed during manual cleaning by the olympus bw-20t reusable brush. Pre-cleaning is performed immediately after the procedure. Pre-cleaning steps are: initially the insertion tube is cleaned with a damp cloth, then water or enzymatic soap is aspired and finally irrigated with the adapter. Leak testing is performed for the device during manual cleaning with mb-155. All reprocessing personnel are trained on how to properly reprocess an endoscope. The scope is stored in a scope cabinet. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 07-jun-2021. Based on the results of the final investigation, the event likely occurred from the device not being reprocessed properly. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
In addition, at the time of estimation, it was observed that there was corrosion and foreign material residue near the biopsy channel. This medwatch is being submitted for the forceps cover glue was peeling and the foreign material residue found near the biopsy channel.

Manufacturer narrative:
There is more information on the device evaluation. Correction is being made for information available at the time of submission of initial MDR but not included (b5). This supplemental report is being submitted to provide this information. There is no available repair history for this device. Corrosion and foreign material residue was found near the biopsy channel. A root cause for the issue cannot be conclusively determined. However, as the indicated part is made of resin, corrosion itself is unlikely to occur. It is possible that the corrosion was caused by the foreign material adhering to the part and not being cleaned for a long time. The phenomenon may have occurred due to insufficient washing after use.

Manufacturer narrative:
The device was returned for repair. The issue of forceps cover glue peeling was observed at inspection. In addition, a leak was found under control knobs and corrosion was found at the distal end of the forceps elevator and on the insertion tube thread. The light guide tube is buckled. There are cracks in the bending section cover glue. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned to the service repair center for air water leakage issue during an unknown diagnostic procedure. At the time of estimation, it was observed that the forceps cover glue was peeling. There is no reported harm to any patient. This medwatch is being submitted for the forceps cover glue was peeling issue.